Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that farastar pulsed field ablation generator selected for farapulse procedure. During procedure e201 error occurred which was post fault occurred. Restarted the console up to 10 times but it was not resolving the issue. Console was considered unusable, and the procedure was cancelled. The patient was under general anesthesia at the time of the event. No patient's complication was reported. The console has since been serviced by a field service engineer, it is currently unknown if the generator or any components will be returned for analysis.

Event description:
It was reported that farastar pulsed field ablation generator selected for farapulse procedure. During procedure e201 error occurred which was post fault occurred. Restarted the console up to 10 times but it was not resolving the issue. Console was considered unusable, and the procedure was cancelled. The patient was under general anesthesia at the time of the event. No patient's complication was reported. The console has since been serviced by a field service engineer; it is currently unknown if the generator or any components will be returned for analysis. Furthermore, the generator was repaired by field engineer and the main pcba was replaced and is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. However, based on the photo provided, there are evidences of the failure reported (error/fault 201 upon start-up).